Event description:
While testing the unit prior to treatment, it was reported that the electrode stimulated but when placed into lesion mode, the ambient temperature showed a default code of 158-159. Another electrode was available to complete the procedure. The event did not cause any adverse consequences for the pt or surgical delays.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would be design related.